Manufacturer narrative:
The unit received with multiple displayable history crc check failed on startup alarms in the history screen due to a corrupted history file. The unit also had a cracked lcd window. (B)(4).

Event description:
The customer called in to report a displayable history crc check failed on startup alarm that occurred twice. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 132 mg/dl. The customer was informed that their product would be replaced.